Manufacturer narrative:
The reported event is confirmed cause unknown due to fair-03-0034. Visual evaluation noted received 1 nitinol guidewire. Upon visual inspection tip of guidewire damaged as guidewire was exposed from jacket. Also received one photo sample that shows the top view of guidewire exposed and removed from jacket. Therefore, the reported event is confirmed. The rationale for detailed background and investigation for this allegation type is defined in this fair (fair-03-0034); complaints involve an allegation whose investigation has already been performed for a similar complaint, and another investigation is not necessary. This decision is made per gpr-10033 section 7.14.1 & 7.14.2 by investigator recorded in this record. Damage to the guidewire may occur because of adverse handling and/or shipping conditions outside of expected limits. This is a known failure mode, with monitored and evaluated risk and occurrence. The existing residual risk has been evaluated and has been deemed to be acceptable. For DHR review, risk review and labeling review refer to fair-03-0034 for further details. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the while opening the inner package and take out the guidewire and find that the guide wire head was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the while opening the inner package and take out the guidewire and find that the guide wire head was damaged.